Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the have been having issue with their reservoirs having air bubbles for the last 3 to 4 months. Sometimes the customer is able to remove them and sometimes they return. They said that their blood glucose can be between 300 mg/dl to 400 mg/dl, even after they remove the air bubbles by filling the reservoir with insulin. The customer complained that, by utilizing this process, they are wasting a lot of their insulin. The pump and reservoir are not returning for analysis.